Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to treat joint instability secondary to insert spin out and dislocation. Extracted the attune femur, attune rp tray, and attune rp 12mm insert. Medialized dome patella was in great shape, that was not explanted. The surgeon went to a more constraint system, attune crs implants. Implanted a sz 6 crs femur, rev fixed bearing tray with offset pressfit stem and an 18mm crs fixed bearing insert. Doi: (B)(6) 2020. Dor: (B)(6) 2020. (Insert revised , previously reported). Dor: (B)(6) 2020. Left knee.